Event description:
It was reported that the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) had a change in electrogram (egm) morphology and pacing percentages. Technical services (ts) reviewed device data and noted that the lv pacing percentage had decreased from over 80% to 55% paced. Consistently early lv beats were noted, with far field oversensing, leading to lv pacing inhibition due to the timing cycle. Ts recommended follow-up in clinic and suspects far field oversensing causing a change to the timing cycles, or a lead positioning issue. This crt-d and lv lead remain in-service at this time. No adverse patient effects were reported. Additional information was received. Lv lead capture thresholds were increased. No adverse patient effects were reported.